Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Returned instrument exhibits signs of repeated use and is missing a ball bearing. DHR was reviewed and no discrepancies relevant to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an instrument was found which was missing a ball bearing. There was no patient involvement. Attempts have been made and no further information has been provided.